Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Physician inserted the introducer needle and felt great resistance. He pulled back on the needle and steered it in another direction and felt resistance again. He repeated the insertion and felt resistance again and then the needle broke off at the hub. The hub was intact and he removed the needle. Another set was opened and the cvc successfully placed. The patient was a baby. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Physician inserted the introducer needle and felt great resistance. He pulled back on the needle and steered it in another direction and felt resistance again. He repeated the insertion and felt resistance again and then the needle broke off at the hub. The hub was intact and he removed the needle. Another set was opened and the cvc successfully placed. The patient was a baby. No patient harm was reported.